Event description:
A doctor reported to baxter (B)(4) that leakage from a pinhole on the sillicone tubing was observed. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The cause of the reported condition is undetermined. A batch review was not performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The set was tested underwater at 8 psi with leak noted from cut/hole 1 9/16? From sleeve in the closed position in the silicone tubing. No other visual defects were noted. The complaint was confirmed in the lab for leak.